Manufacturer narrative:
Investigation included user troubleshooting and follow-up monitoring. Investigation of this case revealed no device malfunction confirmed and glucose improved after supply change and time, suggesting use-related or physiologic factors. It was concluded that the event was consistent with hyperglycemia of unclear cause with no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that an ilet user experienced high blood glucose after a large meal, with a fingerstick value of 356 mg/dl and a pump reading high; the user performed a full supply change and later reported glucose at 277 mg/dl trending down without symptoms. Symptoms included hyperglycemia without associated clinical complaints. Outcomes included no injury, no medical intervention beyond routine self-care, and no hospitalization.